Event description:
During prep, prior to inserting in the patient, a hole was discovered in the middle part of the device "approximately 5 cm from the catheter tip" the product was not utilized for the procedure. There were no reported patient complications.